Event description:
A 2.75 mm diameter x 18 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an lad lesion. Lesion morphology was reported as moderate tortuosity and moderate calcification with 90% stenosis. It is unknown if the lesion was pre-dilated. It was reported that the stent was engaged from the balloon at the level of the guiding catheter, after trying to retrieve the delivery system in order to reposition the guiding catheter. The location of the stent is unk. The patient is reported to be fine.

Manufacturer narrative:
Eval codes, results: unknown location of un-deployed stent, stent dislodgment. Conclusions: unknown location of un-deployed stent.